Manufacturer narrative:
Correction: h4.

Manufacturer narrative:
The field complaint of the transmitter and ac power adapter being burnt were verified. The visual inspection revealed, no physical damage to the outer plastic housing of the transmitter. However, severe damage was noted, on the ac power adapter, due to the damage. The ac power adapter was not plugged into a working ac electrical wall outlet. Upon removing the prongs on the ac power adapter, it was noted, that both of the green contact sticks were burnt. After opening the ac power adapter, burnt components were observed, on the main circuit board and on the inner casing. After opening the transmitter, the main pcb board was found to be burnt as well. Due to all the burn damage, the unit could not be plugged into a working ac electrical outlet. High current flow through the ac wall power outlet damaged, the ac power adapter causing the no power issue and the burn damage

Event description:
It was reported that the transmitter power circuit and the telephone cord was burned. The power cord was also melted.